Manufacturer narrative:
Initial report sent: 11/20/2007.

Event description:
Procedure type: unk. According to the reporter: pin on locking collar dislodged and fell into pt. Pin was retrieved and case was extended around 45 minutes. Pt outcome is ok. No pt injury was reported. No further details have been provided.